Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that pt received inappropriate antitachycardia pacing therapy due to noise. Oversensing and decrease in r wave sensing were observed. Also, lead impedance decreased and the threshold increased. The lead was capped.